Event description:
It was alleged that a freeflow occurred while in use on a pt. It was noted that the nurse set the rate at 25ml/hr and started the pump when the event occurred. There was no pt consequence.